Event description:
Procedure type: unk. According to the reporter: originally the product was listed as "defective" by hospital staff. Physician #1 stated that the original device was functioning normally during the case. At one point, this device was loaded and the needle did not stay engaged between or in at least one of the jaws. The needle disengaged into the pt's cavity, but was retrieved. Physician #2 requested a new instrument be placed onto the surgical field. The first instrument and needle were removed from the field and the first device was reloaded with assistance. Once the proper dlu reloading was established, the case was continued with the original instrument and the new dlu. There was no report of pt injury, unanticipated blood/tissue loss, or extended or time.

Manufacturer narrative:
(B) (4). (B) (4).